Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the stapler did not fire. The surgeon was able to press the green button and squeeze the handle. The device malfunction after first use. There was no patient involved in this event.